Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had experienced an unexpected pump error during normal use. Blood glucose level at the time of the incident was 140 mg/dl. It was advised a replacement will be sent and to discontinue use of the device and to revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with pump error 38 during rewind due to corroded motor home switch. The insulin pump passed the self -test, sleep current measurement test, and active current measurements test. Unable to perform the displacement test, rewind test, basic occlusion test, force sensor test, occlusion test, prime test and seating test or verify insulin flow blocked alarm due to pump error 38 alarms. The insulin pump was received with scratched case and pillowing keypad overlay.